Event description:
The pt's husband reported that the pt is experiencing chills, vomiting and fever sx like previous event where fluroscopy confirmed pump had flipped in the pocket. The pump contains morphine and lioresal. The pt was attempting to contact hcp. A follow-up report will be sent if additional info becomes available to us.